Event description:
Complainant alleged that the device was attached to the pt (age & gender unk); however, the pt's rhythm was not displayed. Complainant indicated the the clinician obtained another device to continue treating the pt. Complainant indocated that the pt subsequently expired.